Manufacturer narrative:
The incident will be investigated from the log files as no product will be returned for investigation.

Event description:
During a vitrectomy procedure, the surgeon noticed that the infusion pressure was lower than stated on the machine, which caused hypotony. The surgeon increased the pressure to 60mmhg but the eye was still going soft. He checked that there were no kinks in the infusion line. Eventually the cassette was changed and everything worked as expected. The scrub nurse indicated that there was a clicking noise coming from the pump. The surgery was completed after the cassette was changed, but surgery was prolonged due to this incident. No actual patient harm occurred.

Event description:
During a 25ga vitrectomy procedure, the surgeon noticed that the infusion pressure was lower than stated on the machine, which caused hypotony. The surgeon increased the pressure to 60mmhg but the eye was still going soft. He checked that there were no kinks in the infusion line. Eventually change the cassette and everything worked as expected. The scrub nurse complained that there was a clicking noise coming from the pump. The surgery was completed after the cassette was changed, but surgery was prolonged due to this incident. No actual patient harm occurred.

Manufacturer narrative:
With regard to this complaint an eva pump module was returned for investigation. Investigation of the pump module did not reveal any anomalies. The pump module functioned within release specification. In addition, no abnormal sounds were audible during testing. Logfile review revealed no anomalies. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Also a DHR review did not reveal any anomalies. The issue was solved during the reported event by replacing the cartridge. Based in the information available, the reported event cannot be attributed to the pump module that was returned for investigation. The reported issue was solved by replacing the cartridge, therefore the reported event most likely occurred due to an issue with the consumables used or an unanticipated use error. However, since the fluid path was not available for investigation, this cannot be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.